Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The user in (B)(6) reported blood glucose results of ¿1.4 mmol/l¿ with the lifescan meter and ¿3.1 mmol/l¿ on a laboratory device, performed within less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. There was no injury or medical attention sought due to the issue. However, this complaint is deemed reportable because the results exceeds lifescan¿s criteria for accuracy.